Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient reported that on (B)(6) 2022, infusion set's tubing was detached from connector. Therefore, the blood glucose level of the patient at the time of event was 342 mg/dl. Moreover, the infusion set was used under 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.